Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, no abnormalities were found during visual examination and operation confirmation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a therapeutic myringoplasty procedure, when the visera 4k uhd camera control unit was connected to the 4k camera head, a communication error occurred, and the image blacked out. It was noted, the power was turned off and on again, and the error was restored. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event. This is part one of two related events. (Patient identifier: (B)(6)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. When the ch-s400-xz-eb (patient identifier (B)(6)) was connected to the subject otv-s400 and focus operation was performed about 1 hour after startup, "e221: camera head communication failure, e222: camera head communication failure, e225: camera head error" occurred and the screen blacked out. Olympus connected a test equipment ch-s400-xz-eb and performed focus operation about 1 hour after startup, but the phenomenon was not reproduced. When the subject ch-s400-xz-eb was connected to olympus test equipment otv-s400 and focus operation was performed about 1 hour after startup, "e221: camera head communication failure, e222: camera head communication failure, e225: camera head error" occurred and the screen blacked out. There was no malfunction with the subject otv-s400. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon occurred due to the camera head, ch-s400-xz-eb (patient identifier c22430003). No abnormality was observed in otv-s400. The following description was confirmed from the otv-s400 instruction manual with may detect the event: "code: e221 error details: camera head communication failure cause: failed to communicate with the camera head. Code: e222 error details: camera head communication failure cause: failed to communicate with the camera head. Code: e225 error details: camera head error cause: an error occurred in the lens position of the camera head." Olympus will continue to monitor field performance for this device.